Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their trial. It was reported that prior to getting the manufacturer's device, the patient had an scs trial done. The patient stated that they quit because they could not get the leads in. The trial was painful and the patient stated that they could not take the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.